Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, suffering, disability and impairment. Associated MDR# 1018233-2012-01715.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #412753 for an "unknown sofradim". Additional information from the importer report: (B)(6) 2012, avaulta biosynthetic support system, (B)(6). Attorney.